Manufacturer narrative:
Hemorrhagic strokes are typically related to uncontrolled hypertension, excessive anticoagulation and antithrombotic regimens, trauma or intra-cranial vascular anomalies, and not the device or the procedure. Abiomed does not manufacture anticoagulants. The treating physician is responsible for the total dose of anticoagulants administered to the patient. The event is being reported due to the infarct lesion. The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) female patient had impella cp pump inserted in the left femoral for hemodynamic instability. It was reported that prior to impella placement a transcatheter aortic valve implantation (tavi) was performed. Due to the tavi procedure the patient experienced a mitral valve perforation and the papillary muscle ruptured. The patient was transferred to (B)(6) hospital for intubation management. Although a mitra clip was implanted, the mitral regurgitation (mr) did not release. Due to the patient¿s hemodynamic instability, impella cp was inserted. After returning to the ICU, the impella device was explanted due to post-operative bleeding; however, the patient¿s hemodynamics were stable. On the morning of (B)(6) 2020, a CT show extensive cerebral hemorrhage and an infarct lesion. The physician stated that it is unknown whether it started at the time of tavi or where at some other point. Information regarding treatment was requested but not provided.